Event description:
A malfunction alarm was reported with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to put the pump into storage mode and return it using a prepaid label. A replacement pump was arranged as the existing one was under warranty, and the customer planned to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery.